Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a shoulder debridement surgical procedure, when using the vapr tripolar 90 suction elect device, the device initially functioned but then stopped working suddenly intra-operatively, requiring the use of another device to complete the procedure. There were no reported adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: account full name: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, and a test footswitch was used too. The ablation function and the coagulation function were activated several times in their maximum power (cp 380 for ablation and cp 160 for coagulation) for one minute each test, and the ablation function did not work as intended for any of the buttons or for footswitch activation. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. The tip components were in good condition, with residue across the active tip and ceramic and some scratch marks on the ceramic. The handle, cable and plug assembly were in good condition, with residue within suction tube. There were no ncrs or deviations raised during the manufacturing process of this device. The customer report stated that ¿during the operation, at first the device was working, but after a while the device stopped working suddenly.¿ during our investigations, it was found that the device failed electrical checks on cut return continuity and functional checks on handswitch ablate activation and footswitch ablate activation. The failure in the continuity led to an expected failure in ablation activation. To investigate the cut return continuity failure, the device was opened and inspected. It was found that the return wire connector was not fully secured in the connector slot, as the connector's wings are not the proper size, which results in poor connector retention and a weak electrical connection. With this part in place, we were able to get a complete continuity from plug to return cap. Once this connector was pressed into place, the cut return continuity passed. The cause of the poor contact between parts is caused by faulty incoming part siamese terminal. These faulty parts were sent back to the supplier and reworked under ncr. The siamese connector used in this device has a flat edge on both sides, where there should be a "wing shape". The complaint of the device stopping working can be substantiated. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to a defective component. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.